Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009) sorin is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions with the returned screwdriver, in spite of the identified damages to the ventricular set-screw. The subject device was manufactured prior to corrective actions associated to excessive glue in the hexagonal cavity of the setscrew. However, the analysis of the device did not indicate that an inappropriate amount of glue was used during the manufacturing process. The damages identified to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. An inability to insert the returned screwdriver into the ventricular set-screw was identified during the analysis, but this is attributed to bur formation resulting from incomplete insertion during the implant attempt.

Event description:
Connection issues during the implantation procedure; therefore the device was not implanted.